Manufacturer narrative:
510k: this report is for an unknown bone staple/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a foot osteotomy on an unknown date. Postoperatively, patient had experienced pain: patient reports pain along the lateral midfoot region with weight/bearing and activity. Patient had a reoperation and readmission at 323 days of post-op due to painful hardware: hardware removal of the staple from the calcaneus osteotomy. After 407 months of follow - up there was healing noted. No known post-operative complications reported. Patient outcome is unknown. No further information is available. This report is for an unknown bone staple. This is report 1 of 1 for (B)(4).